Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer was unable to clear the alarm but will continue to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.